Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.